Manufacturer narrative:
Concomitant medical products: 4574 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for rv bipolar lead impedance warning was triggered as the impedance had just elevated on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced three days later.